Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product was returned to zimmer biomet for evaluation. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Visual inspection of the metal liner shows significant damage. The metal liner has scratches along its circumference along with a significant dent on the edge. The complaint is therefore confirmed. Issue was discussed with senior development engineer ii, and he stated that the outer diameter of the bearing ring is larger than the od of the metal liner and ID of the g7 shell. This allows the ring to rest on the face of the acetabular shell which results in alignment of the metal liner in preparation for impaction. If everything is within specification, the ring would have to be partially/incorrectly assembled or the liner was at an angle for this to happen. The exact root cause cannot be determined however as the bearing ring is fractured in three pieces and the metal liner is damaged from removal making dimensional analysis not possible. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a hip reimplantation procedure, the plastic ring became pinched and could not be removed as the metal liner was impacted. The metal liner was removed to retrieve the ring. As the ring was damaged during removal, pieces of the device fell into the patient's wound and had to be retrieved.